Manufacturer narrative:
Product event summary: hvad pump (B)(4) and outflow graft (B)(4) were returned for evaluation. The reported event of "obstructed outflow graft" could not be confirmed due to insufficient evidence provided by site. Failure analysis of the returned outflow graft revealed that the device passed visual examination. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing and dimensional verification. Pathology report revealed no evidence of thrombus within the pump or the outflow graft. Review of log files revealed 6 low flow alarms were logged on (B)(6) 2017. No additional alarms were logged from (B)(6) 2017 through (B)(6) 2017 with power consumption remaining within normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on review of similar low flow events, the most likely root cause of the observed low flows can be attributed to multiple factors including but not limited to thrombus at the inflow cannula/in the outflow graft, constriction in the outflow graft, poor vad filling. Possible clinical factors that may have co ntributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulantand antiplatelet medications and the patient's complex post-operative c ourse. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Outflow graft (B)(4). Manufacturer date: 06/20/2018. Yes. FDA method code:10, 3372, 38. FDA result code: 213. FDA conclusion code(s): 71. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: brand name: heartware ventricular assist system ¿ outflow graft, outflow graft / (B)(4)/ model #: 1125/ expiration date: 2022-02-28 UDI #: (B)(4), device available for evaluation: no. Mfg date: 2017-02-28. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that post implant of the ventricular assist device (vad) the patient experienced atrial flutter and atrial fibrillation (af) with rapid ventricular response. Within a week of the implant, there was also concern of an outflow graft obstruction and the patient had a right heart catheterization and evaluation of the outflow graft. They had worsening renal function and difficultly diuresing. A week later, the patient was transferred to the intensive care unit (ICU) with hypertension requiring medication and swan placement. A few days after the admission to the ICU they had a vad exchange.

Manufacturer narrative:
With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a ventricular assist device (vad) replacement procedure performed. No additional information was provided. No patient complications have been reported as a result of this event.